Event description:
The vent circuit disconnected where the inspiratory line meets the water trap. The circuit design prevented rapid reconnection. Patient had to be bagged while entire circuit changed out. When the circuit is warm the circuit easily becomes disconnected from water trap.